Manufacturer narrative:
The device was not received by depuy synthes power tools. If add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from USA stating that the device had wires exposed. The device was being used during surgery, but there was no pt injury or medical intervention. There was no add'l info provided.